Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that, since time of implant, their implant battery has been running down within 24 hours and has been taking forever to charge up; agent asked for clarification and patient stated it has been taking them anywhere from 1 hr 45 minutes to 2 hours to charge ins from empty to full. Patient also stated they had been told they would only have to charge every 2.5 days. Patient reported they had spoken to their manufacturer representative (rep)  who instructed them to call patient services. Agent provided information and reviewed recharger best practices. Agent reset controller and confirmed stimulation was currently on and recharging speed was set to 4. Patient confirmed they are able to obtain excellent charge quality while charging ins.